Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the circumflex artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience v stent delivery system (sds) was advanced without issue. The stent was deployed at 14 atmospheres (atm); however, a proximal edge dissection was observed which was treated with another xience v stent. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.